Manufacturer narrative:
Philips service replaced the hd and reloaded the software, returning the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the system was unable to fluoroscope on both planes during use on an allura xper fd20 biplane. The clinical use of the system was in use. There was no reported patient or user harm.